Manufacturer narrative:
The impella device was discarded by the customer and therefore an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that a patient experienced an uncontrolled bleed during impella cp support. The patient subsequently passed away on support due to multiple organ failure. As a result of hemorrhagic shock. There is not enough evidence to exclude the impella as an associated factor in the patient's outcome.